Manufacturer narrative:
Follow-up #1: date of submission: 10/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, the pump was powered on to a dim pink display. The original complaint of a cloudy display was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked from the top to the cover.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2, 14-march-2017- correction to serial#.